Event description:
It was reported that the user experienced hyperglycemia while using the ilet with an inset 23" infusion set and later received multiple occlusion alerts that were only resolved after changing the infusion set and tubing. Symptoms included elevated blood glucose values trending from the 330s down to the 250s. Outcomes included temporary interruption of insulin delivery and the need for a supply change. Investigation included troubleshooting with verification of drops during fill tubing, counseling on alarm response, and an infusion set change. Investigation of this case revealed an infusion set/tubing occlusion consistent with impaired insulin delivery that improved after replacement. It was concluded that the event was due to an occlusion of the infusion set/tubing, and the device functioned as designed once the supplies were changed. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.